Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a primary lcs total knee replacement on the (B)(6) 2007. Has been complaining about increasing knee pain over the last 12-18 months. The decision was made to revise the knee. When the knee was opened, there was significant metaplasis noted in the soft tissues surrounding the knee, as well as significant scratch marks on the femoral and tibial component articulating surfaces, there was also significant pitting and delamination noted to the polyethylene insert. The surgeon commented that he thought this could be a suspected case of third body wear. The removed implants were sent to (B)(6) bio-engineering for evaluation as per the standard (B)(6) protocol.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  added d11 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.